Event description:
The customer received blood glucose readings of 21 and 21 mg/dl on the contour next link meter, re-tested on a different meter and the reading was 155 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer used all of the test strips. Replacement test strips were sent to the customer.